Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to blank display. Pump received with stripped battery cap(p) coin slot. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had blank display. The customer stated that the battery compartment was corroded and the lead that touching completely fell off. Customer stated that the contacts on the battery cap were damaged. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.